Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout, the right atrial lead was noted to have an insulation anomaly. The lead was capped and replaced. No electrical issues with the lead prior to procedure. No patient symptoms were reported.